Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 494 mg/dl. Troubleshooting was performed, and found that the insulin pump had alarmed no delivery prior to the event. The high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.